Event description:
It was reported by the pts attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. The device history record for the reported lot number was reviewed finding nothing that would have caused or contributed to the reported event. The instructions for use which accompanies each device states in the precautions section: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).